Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images and photos have been provided to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a port-a-cath was placed for chemotherapy treatment for a stage to breast cancer. During the second chemotherapy treatment, the tissue surrounding the port-a-cath placement increased in size; therefore, a CT scan of the chest was performed that demonstrated detachment of the port-a-cath catheter in the pulmonary artery. The following day, the port-a-cath and tip detachment were successfully removed in the interventional radiology department. The decision was made not to replace the port in the patient because there were only five more chemo treatments scheduled.

Manufacturer narrative:
Additional details were provided from the medical image review completed on 8/29/2018; the associated fields have been updated accordingly and the summary is listed below. Image review summary: based on the images provided, a port-a-cath located on the right side of the chest, the proximal section of the port-a-cath catheter was identified in the chest x-ray; however, the distal end of the catheter could not be identified. Based on the images provided, multiple CT images of the chest with contrast demonstrated a long linear radiopaque density located in the left pulmonary artery and posterior to the heart, can be confirmed. No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a port-a-cath was placed for chemotherapy treatment for a stage to breast cancer. During the second chemotherapy treatment, the tissue surrounding the port-a-cath placement increased in size; therefore, a CT scan of the chest was performed that demonstrated detachment of the port-a-cath catheter in the pulmonary artery. The following day, the port-a-cath and tip detachment were successfully removed in the interventional radiology department. The decision was made not to replace the port in the patient because there were only five more chemo treatments scheduled.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: four electronic photos and 10 x-ray/CT images were returned for evaluation. A photo review was performed for the four electronic photos and an image review was performed by bryan vogel, rt (r) arrt for the x-ray/CT images. The investigation is confirmed for a complete subcutaneous break in the catheter with catheter embolism, as the photo review showed a distal fragment of a groshong catheter that had blood and residue throughout the catheter which is consistent with having been inside the body. The review of the x-ray/CT images showed a port and the proximal section of the catheter inside the patient and linear radiopaque density in the pulmonary artery. These observations are consistent with complete catheter fracture that results in catheter embolism. The definitive root cause could not be determined based upon available information. Physiological, chemical, placement, usage and mechanical factors may have contributed to the reported event. It is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that a port-a-cath was placed for chemotherapy treatment for a stage to breast cancer. During the second chemotherapy treatment, the tissue surrounding the port-a-cath placement increased in size; therefore, a CT scan of the chest was performed that demonstrated detachment of the port-a-cath catheter in the pulmonary artery. The following day, the port-a-cath and tip detachment were successfully removed in the interventional radiology department. The decision was made not to replace the port in the patient because there were only five more chemo treatments scheduled.